Event description:
Acct. Reports that luer slip adapter slipped out of peripheral IV catheter. Acct. States they used the appropriated technique of inserting the male luer and twisting it. In addition they had the connection taped. Acct. States the child's (3mos.old) hbg. Dropped 4 gms. As a result of the drop in hbg., the child's hospital stay was extended. This will be reported as a 30day ma. No samples available. No further information available.